Event description:
Global pharmacovigilance (gpv) sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2012. Baxter clinical educator received complaint from customer and forwarded the complaint to gpv. Baxter clinical educator reported three patients have had more than one incident of the mini cap falling off. On (B)(6) 2012 the baxter clinical educator notified gpv of a fourth male patient with a minicap disconnect issue. It was reported that this patient still hooked up and forgot that he should not run. The patient cannot find the sample. The pd rn stated patient 3 of 3 uses a peritoneal dialysis belt, and when they were removing this belt the mini cap on the transfer set popped off. The pd rn stated that this patient also had their transfer set closed and did not present any negative side affects due to this reported problem. The pd rn stated for all of the patients she does not know the lot numbers of the minicaps they were using. Also the pd rn stated the patients no longer have the actual samples available for evaluations. The pd rn stated they are not sure if the patients are still using the same minicaps from the lot numbers the patients. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.